Manufacturer narrative:
Post-operative pain and flare-ups are know side effects of endodontic treatments used to treat a severe infection inside the tooth and the apical tissue and bone. Cases of severe pain or swelling are less common but still happen. It is suspected that the severe reaction in this case might have been caused by the absence of cortical bone surrounding the apex of the distal root (as reported by the surgeon who extracted the tooth), which could have allowed infected debris to be flushed into the soft tissues and triggered an acute inflammatory response. The medical device used (odneclean) performed normally and as intended. It cannot be concluded if the device contributed to the adverse event or not.

Event description:
Patient received initial root canal treatment on tooth #31. 3 days following treatment he began to develop some swelling. On day 5 the patient had worsening trismus. Endodontist instructed him to go to the emergency room for a CT scan. A lateral pharyngeal space infection was noted and the oral surgeon on staff extracted the tooth. A small amount of pdl (periodontal ligament) widening was noted around the apex of the d (distal) root with a slight perforation of the lingual cortical plate.